Manufacturer narrative:
Component was microscopically (10x magnification) evaluated. No visible defects were noted. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision, on (B)(6) 2004, was to treat this incident as an unusual event. If additional info becomes available, a follow up report will be provided.

Event description:
A dental implant was placed in tooth location #22 on (B)(6) 2004. The pt started to experience severe pain and swelling 2 days post-op. The implant was removed on (B)(6) 2004. The problem did not resolve. The problem was determined to be the natural tooth #21 and , upon removal, the pt improved.